Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead would not capture at maximum output in both unipolar and bipolar. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.